Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, service code 204) was confirmed due to the trunk cable connector being severed, damaging all wires in the connector. The electrode belt was unable to complete detect and treat testing. The root cause for the severed connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and was experiencing a service code 204.